Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: textured implant due to the patients concern with the product and "capsular contracture baker grade unknown". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported removal of textured implant due to the patients concern with the product. Later, healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. Device was explanted. Capsulectomy performed.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, observed an opening, observed broken of the plug strap, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d.9., h.3., h.6.

Event description:
Healthcare professional reported removal of textured implant due to the patients concern with the product. Later healthcare professional reported "capsular contracture baker grade unknown". This record is for the left side. Device was explanted. Capsulectomy performed.